Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred and the pump touchscreen was cracked. Customer changed infusion set site to resolve occlusion; however, customer alleged the pump was the cause of the occlusion. Customer reported no additional information regarding the cracked touch screen. Customer's blood glucose was 418 mg/dl. Customer continued to use pump for insulin therapy.